Event description:
It was reported that during diaper change for one of the patients, it was discovered that patient¿s indwelling foley catheter had slipped out. But upon further inspection, it was found that the catheter balloon had ruptured. The patient had no prior behavioral issues, moreover there were no episodes of tugging or pulling on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.